Event description:
It was reported that the physician attempted to insert the iab via the femoral artery, but met resistance when the balloon was advanced through the introducer sheath. The iab was then removed and replaced. There were no associated pt complications.